Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on egms. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicated that programming changes were made and resolved the oversensing issue. Patient is in good condition.